Manufacturer narrative:
Device evaluation update. Results of investigation: the customer provided logs and screenshots to technical service for review. Based on the analysis, the technical service recommended replacing the power board. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
File identification: (B)(4). D4: unique identifier (UDI) #- unable to complete entire UDI# as the manufacturing date information was not received. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. A supplemental report will be submitted in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that technical failures 401, 401, 254 were observed. Furthermore, it was discovered that a proximal flow sensor was not connected correctly. No patient involvement.